Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg can no longer hold a charge. As a result, the patient plans to meet with her doctor for assessment.

Event description:
Follow-up revealed the patient's ipg was deemed inoperable when she met with a company representative to troubleshoot the issue. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Therapy was restored post-op.